Event description:
Two sets of IV tubing not functioning. First set had part of the tubing from the first port pulled out causing med to flush through despite being clamped. Second set of tubing there was no roller clamp on set. Both were from the same lot: (10)r18b24030.